Manufacturer narrative:
Field safety notice issued by abbott on 06 sep 2022 for the mitraclip and triclip delivery system(s). Abbott has observed an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. While the overall potential causes of efaa and cowl are multifactorial, abbott has identified one raw material lot, used by the vendor to manufacture leaf springs, has correlated with an increased complaint rate for efaa and cowl. The leaf spring is a component of the clip locking mechanism. Additional contributing factors such as manufacturing variability in the lock line assembly process and procedural use-related factors can contribute to efaa/cowl events. As the majority of product available for use is affected by the leaf spring and there are additional contributing causes related to use, the scope of correction notifications will include all customers who have received product with remaining shelf-life.

Event description:
Abbott is issuing this important field safety notice for the mitraclip and triclip delivery system(s). Abbott has observed an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Abbott is communicating to bring awareness, share the actions abbott is taking, and emphasize the relevant steps of the instructions for use (IFU) to aid in optimal function of the clip locking mechanism.